Manufacturer narrative:
Other applicable components are: product ID: 3708640, lot# serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), (B)(6), (B)(4) applies to the extension, all other device codes apply to ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller reported that the left extension had a short so they were going to replace it and the ipg because the battery was depleting. The caller stated that the revision was planned for (B)(6) 2018. The event date was unknown. The message to the rep indicated that the hcp saw the patient this week but did not note when the short was discovered or when the battery was depleting. Additional information was received: it was reported that the rep reported they were in pre-op during the call to replace the left extension. The rep said the nurse previously saw short on contact 8 (left brain) but today all the contacts were ok. The rep said the bat voltage was 2.7v and today it was 2.83v. The rep said the patient got oor message. Technical services reviewed that all the symptoms were consistent with an intermittent short. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708640 lot# serial# (B)(4). Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the extension short was unknown, but said that the patient swims daily. The hospital is in possession of the device and may not be returned. There were no further complications reported.